Event description:
It was reported that the customer's insulin pump had an upper arrow button that did not always react. The customer's blood glucose was unknown. The customer was advised that their insulin pump would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.